Manufacturer narrative:
Section h10: (h3) the evaluation of the revision was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear of the acetabular liner. However, this cannot be confirmed as the humeral liner was not revised; therefore, the device is not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
This case captures the revision. As reported, during a hip revision on (B)(6) y/o male patient¿s left tha 8 yrs postop, the surgeon began threading the extraction tool to the femur and it would not seat fully. He said he did to the best he could with cleaning out the existing tissue. It was mentioned that with the extraction device not being fully seated, he needs to be carefully. He attached the slap hammer and made multiple attempts to test and see if the femur would come out. After his fifth or sixth time, the threaded extraction tip broke off and remained threaded into the stem. He then attempted to remove the stem with the trunion extraction instrument attached to the slap hammer. After numerous attempts the surgeon stated, "at least I tried to remove it". Removal of the stem was not discussed, only trying to test stability. The surgeon left the stem and swapped out the femoral head with a new head and collar. The broken threaded tip remained in the patient and surgeon did not appear concerned. Patient was last known to be in stable condition following the event.